Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed due to the cable connecting the distribution node (dn) to the rear therapy electrodes being severed and pulled from the strain relief, damaging all wires in the distribution node. The belt did not pass falloff testing. The root cause of the physical damage to the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.